Event description:
It was reported that the patient presented remotely via merlin.net. Review if transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention were performed. There were no patient consequences.

Event description:
New information indicates the the patient presented in clinic on (B)(6) 2022. Programming changes were performed. The patient condition was stable before, during, and afterwards.